Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately calcified right superficial femoral artery. The physician inserted the 6f non-bsc sheath and then advanced a 300cm non-bsc guide wire to the lesion. A 2mm x 20mm x 143cm coyote es balloon catheter was used for pre-dilatation. However, on the first inflation at 7 atmospheres the balloon ruptured. The balloon was removed intact and the procedure was completed with a 3mm x 150mm coyote balloon catheter. Then, post-dilatation was performed with a 4mm x 220mm coyote. No patient complications were reported and patient status was good.